Event description:
An angio-seal device was deployed after performing a femoral angiogram to access the site in 2000. The pt returned to the office one week later with leg pain. Doppler study performed found what appeared to be a clot. Anticoagulation therapy was given for one month, the pt still complained of pain. An angiography of the right fenoral artery was performed two months later which revealed the intimal flap, which was subsequently stented.